Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having respiratory infections, headaches and has been on antibiotics, nasal drainage. The patient also alleged nose bleeds, ear infections, nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 11, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging respiratory infections, headaches, nasal drainage, nose bleeds, back-to-back ear infections, nasal/throat irritation and has been on antibiotics that are related CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed that there is a dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, blower, blower box, blower outlet seal, p4 power connector. Unknown dark contaminates inside the ui panel and there is an insect inside the bottom enclosure. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes.the manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.the manufacturer observed dust/dirt contamination in the airpath, likely from a source external to the device.the manufacturer was unable to address the patient's symptoms.